Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient provided additional clarification of the events. With respect to the patient's device implanted on the right side, it was noted there had been no errors or problems charging since the eri/eos message on (B)(6) 2015 or the 589 (overcharged battery) message on (B)(6) 2015. The patient had an appointment scheduled with her health care professional. Follow-up is being conducted to determine troubleshooting/diagnostics, actions taken/planned, and cause. If additional information is received, a supplemental report will be submitted. Please see mfg. Report # 3004209178-2015-20166 regarding the patient's left-sided device. Correction - additional review of the reported event determined that the report of the device being off/disabled and no longer providing therapy was incorrect.

Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
The patient reported an end of service (eos) code. The device was off/disabled and no longer providing therapy. The patient saw the eos and eri flash on screen 2 days prior to report but then she was able to charge the implantable neurostimulator (ins). The patient noted that the right side ins showed the eos and eri message. The patient was told to contact their managing physician to schedule a replacement surgery. The patient reported a 589 code on her programmer in (B)(6) 2015. The patient saw a 589 code on both sides a few times and was told by the representative that she was charging too frequently. The indication for use was non-malignant pain. If additional information is received, a follow up report will be sent. Please see manufacturer report # 3004209178-2015-20166 for information on the patient's concomitant system.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received that the device diagnosis was premature battery depletion. The clinical diagnosis was reported as a loss of pain relief. The outcome was reported as resolved without sequelae. Interventions included explanting and replacing the device on (B)(6) 2015. Interventions included reprogramming. Therapy was initiated post device replacement on (B)(6) 2015. The patient reported that the device was not working. They were unable to interrogate the device due to the battery being depleted. The patient reported a loss of pain relief on (B)(6) 2015. The patient reported that the pain improved on (B)(6) 2015. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The event was related to patient non-compliance. The patient chose not to recharge. The patient did not recharge the battery resulting in premature battery depletion. The patient was in a lot of pain. The recharger was returned and a general check was performed. The device was good. The error code was implantable neurostimulator (ins) related and not external device related.